Event description:
It was reported the patient's scs ipg would not communicate with external devices. The patient stated they no longer cared for the feeling of the paresthesia and, had not charged or connected to the device for over two years. Surgical intervention to address the issue may be taken at a later time.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Follow up information obtained identified the patient's scs ipg was successfully replaced, and stimulation therapy restored.

Manufacturer narrative:
Labeling review: eon mini (3788) neurostimulation system manual states the following: caution: if you do not recharge your ipg within 30 to 90 days after the loss of stimulation, your ipg may lose its ability to be recharged. If your ipg cannot be recharged, it will have to be surgically replaced for you to continue stimulation therapy.